Event description:
The doctor reported using a post on a tooth that had been previously treated endodontically. Eventually, the post fractured and the doctor reported that the tooth is probably beyond salvaging.